Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the thoracic probe tip was deformed (twisted). There was no patient present when this issue was identified. It was later confirmed that the twisted thoracic probe was used in a case and a follow-up email has been sent for clarification.